Manufacturer narrative:
H3 h6 11/3233/4118 removed h6 add 10/114/61 h10 removed h3 h6 11/3233/4118 removed h6 add 10/114/61 h10 removed.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.